Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 549 mg/dl; cause was not known. A manual insulin injection was administered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. The customer reverted to manual injections for insulin therapy.